Manufacturer narrative:
The fsr found the unit in the storage room with the blank display. He replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, that the central control monitor (ccm) display was blank. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. Upon power up, no visible display was observed. With the aid of a flashlight, the display information could be discerned well enough to access the service screen. The input voltage to the inverter inside the ccm was verified. The inverter was installed into a luo ccm and the display was brightly visible. It was determined that the liquid crystal display (lcd) backlights were not illuminating, causing a blank display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.